Event description:
It was reported that balloon rupture occured. A 6.0 x100, 135cm charger balloon catheter was advanced for dilation. However, during inflation at nominal pressure, the balloon burst. The procedure was completed with a different device. There were no patient complications nor injuries reported.